Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre- op diagnosis: lumbar degeneration it was reported that during surgery, spacer was found to be ruptured. The surgery was successfully completed by replacing the product with a new one. No patient complication was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and microscopic examination of the implant inserter interface features found to be cracked, deformed and deeply gouged, consistent with inappropriate surgical technique. If information is provided in the future, a supplemental report will be issued.